Event description:
A malfunction was reported on the customer's pump, and there were no notable events leading up to it. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on resetting the pump and assisted with the process. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and contact support again if any issue arises.